Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported difficulties appear to be related to case circumstances. It is likely that the reported resistance and balloon rupture is the result of interaction with the anatomy (calcified nodule). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately calcified lesion in the superficial femoral artery. The 6.0x150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced with resistance noted with the anatomy and inflated once to 16 atmospheres (atm) and ruptured. According to the physician, the calcified nodule contributed to the balloon rupture. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.